Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Litigation papers received. They provided information we have added to the complaint. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update: 2/28/2014 - medical records received. Patient was revised to address egg drop soup type effusion, hip capsular glassy changes, and fenestration. The information received does not change the MDR decision. This complaint was updated on: 03/18/2014.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - patient was revised due to pain and osteolysis. Update 12/22/2011 - litigation papers received. They provide an alleged date of implant. There is no new additional information that would affect the investigation. Update: 2/28/2014 - medical records received. Patient was revised to address egg drop soup type effusion, hip capsular glassy changes, and fenestration. The information received does not change the MDR decision. This complaint was updated on: 03/18/2014. Update rec'd 1 may 2014 - added soft tissue damage, patient height, age and weight, added contact name, lot number for head and cup, additional products (stem and taper sleeve), clinical study, additional initial.

Event description:
Patient was revised due to pain and osteolysis.